Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4076-52 lead, implanted: (B)(6) 2010, 4076-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing the his bundle dislodged, as confirmed on a chest x-ray. The lead also had no capture and when it was explanted, the physician noted tissue in the helix. The lead was replaced. No patient complications have been reported as a result of this event.